Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventrio st mesh (device 2). An additional supplemental emdr was submitted to represent the ventralex st mesh (device 1). Note, the manufacturing date (15-mar-2013) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013- patient was diagnosed with recurrent incisional hernia and spigelian hernia, thereby underwent laparoscopic repair with implant of ventralex st mesh (device 1), ventrio st mesh (device 2). Per op notes, ¿hernia sac with omentum was identified in the abdominal region and the omentum was reduced. Previous mesh and tacks were found in lower midline hernia repair. A ventralex st mesh (device 1) was placed over the defect in lower midline and tacked. A ventrio st mesh (device 2) was placed over the recurrent incisional hernia on the left upper quadrant and tacked¿. (Note: the previous mesh noticed in this procedure was unknown). (B)(6) 2014- patient was diagnosed with recurrent incisional hernia, thereby underwent laparoscopic repair with explant of ventrio st mesh (device 2), implant ventralight st mesh (device 3). Per op notes, ¿midline hernia healed well. Midline hernia repair mesh (device 1) was in good position. Adhesions were taken down and left flank hernia was identified and the old mesh (device 2) was excised. A ventralight st mesh (device 3) was placed in the abdomen covering the entire defect and sutured¿.